Event description:
It was reported an intraocular lens (iol) was explanted from the patient's right (od) eye due to dysphotopsia causing patient to be very unhappy. Symptoms included visual fog, severe halos at night, contrast sensitivity loss, and general decrease in acuity. The symptoms significantly interfered with patient's activities of daily life. The replacement lens is a dib00, +21.5 diopter. Reportedly, the patient has recovered. No further information is available.

Manufacturer narrative:
Weight & ethnicity- asked but not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.